Manufacturer narrative:
The reagent lot number was 855587. The expiration date was requested, but not provided. The field service engineer (fse) exchanged the printed circuit board, cuvette, bath water, and lamp, and adjusted the reagent probe positions. The fse confirmed the instrument was back in specification. No further issues were reported after the fse intervention. The investigation determined the issue was hardware-related, and the service actions resolved the issue.

Event description:
There was an allegation of a questionable low cholesterol result with one patient sample tested on a cobas c 503 analytical unit. The initial result was 21.9 mg/dl. The repeat result was 173 mg/dl. The repeat result was deemed correct.